Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: endoscopic image cannot be displayed due to disconnection in the cable unit. Based on the results of the investigation, it is likely the following led to the customer's reported malfunction: cause traced to component failure. However, a definitive root cause could not be established. A device history review (DHR) was completed, and no issues were identified. This issue is addressed in the instructions for use (IFU):** en-otv-s7proh-hd-10e_3.0 is stated ¿should any irregularity be observed, do not use the camera head; contact olympus.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject camera head had a defect. The unspecified intended procedure was completed using the same set of equipment. There was no report of harm or injury.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported the subject camera head had a defect. The unspecified intended procedure was completed using the same set of equipment. There was no report of harm or injury.